Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open during medication issue. The user was asked to log out and retry, and the drawer opened successfully on the second attempt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A technical support specialist had the user to log out and retry, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.